Manufacturer narrative:
Clinical investigation: there is temporal relationship between ccpd therapy with the liberty select cycler/ liberty cycler set and the patient¿s hospitalization for peritonitis, characterized by abdominal pain. However, there is no documentation which supports a liberty cycler set malfunction or product deficiency caused or contributed to the event. Additionally, the patient had concomitant severe constipation which may have also been associated with the patient¿ abdominal pain. Peritonitis is a known risk and well-documented complication of pd therapy. While the exact etiology for the patients is unknown; staphylococcus aureus is a known bacterium found on human skin which suggests the peritonitis event was most probably caused by touch contamination during pd therapy, as also reported by the nurse. Moreover, there is no documentation indicating the patient¿s hypokalemia was related to the liberty select cycler/ liberty cycler set. Hypokalemia is common in pd patients and can be associated with poor nutritional intake, gastrointestinal loss release of insulin in response to glucose absorption from the peritoneum or daily co-removal es, of potassium in the dialysate. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During follow-up for a separate event it was reported this patient on continuous cycling peritoneal dialysis (ccpd) therapy was hospitalized. During follow up, it was revealed that the patient was admitted to the hospital on (B)(6) 2018 with abdominal pain and leukocytosis. The patient¿s past medical history is significant for diabetes mellitus and an unspecified abdominal infection in (B)(6) 2018. Notably, after patient stopped oral antibiotic therapy (unknown regimen) the patient¿s abdominal pain reoccurred. While hospitalized, microbiology analysis of the patient¿s pd effluent revealed growth of the organism staphylococcus aureus consistent and the patient was diagnosed with peritonitis. The patient was treated with intra-peritoneal (ip) vancomycin 1.25 grams and intravenous (IV) ceftriaxone 1 gram every 24 hours. The patient¿s abdominal pain resolved with antibiotic therapy. During hospitalization, recorded vital signs remained stable and the patient was afebrile. Additionally, the patient was found to have significant constipation found on kub and for which the patient was treated with miralax and lactulose. Laboratory analysis indicated the patient was slightly hypokalemic and the patient received potassium replacement. On (B)(6) 2018, the patient was deemed stable for discharge continuing on antibiotic therapy with vancomycin 1 gram IV every 8 hours, keflex 500 milligrams by mouth every 12 hours, and zyvox 600 milligrams by mouth daily and per the pd nurse, gentamycin (unknown dose, route, frequency and durations). Per the patient¿s pd nurse, the peritonitis infection was related to touch contamination. The patient continues pd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
...

Manufacturer narrative:
Correction: updated patients date of birth.